Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a ventilator screen went blank. The screen reset itself, and there was no interruption in ventilation. There was no report of patient harm as a result of this event.